Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(4), batch: 5144324. Product family: scs-lead fixation-MRI, upn: m365sc43190, model: sc-4319, serial: n/a, batch: 24326207.

Event description:
It was reported that a patient's leads had migrated causing a loss of pain relief and lack of paresthesia in the arm. X ray confirmed the leads had migrated. The leads were revised and put back into it's original position. The clik anchor was tightened during the revision as it appeared to be loose from the original implant. The patient was reprogrammed successfully post operatively.